Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade iii.

Event description:
Patient reported left side "pain, burning, feels like baseball, pulling to the armpit, looks like it sitting high". Later, patient reported "breast implant that looks like it was recalled" and "got a lot of problems". Additionally, patient reported "feel like I have an encapsulation and it is painful. It has risen up and causing me pain really bad and it itches. I also can not lay on one side, it is like a rock". Patient later reported rupture, and healthcare professional confirmed rupture. Additionally, healthcare professional reported "left-sided capsular contracture present" and "baker grade iii". Device has been explanted.